Manufacturer narrative:
Patient identifier not provided by hospital. Per medtronic software engineer, he reported that the user must select a legacy reduction screw card- not the legacy screw card. Tested this configuration on the system in v&v and it worked properly. Issue was caused by user error. The incorrect screw card was selected for the reduction driver. Marketing person for medtronic will teach field rep proper verification and use of instrument.

Event description:
A medtronic representative reported there was no cad model with navlock legacy reduction driver. The site was unable to display the screw cad model on the legacy reduction driver in the synergy spine software while in a case. The medtronic representative explained that she was able to properly display the cad model on the navlock legacy standard driver. Also stated that the software did not display anything on the synthetic ap and lateral views, but that the probe was displayed in the trajectory 1 and 2 views. The surgeon was able to use the stealthstation s7 system for the procedure. There was no impact on pt outcome.